Manufacturer narrative:
The device was received for evaluation. During functional testing, constant upstream occlusion was not reproduced. A review of event history log revealed multiple occurrences of upstream occlusion. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream calibration values out of specifications. The ultrasonic requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed constant upstream occlusion during unspecified process. There was no report of patient injury or medical intervention associated with this event. No additional information is available.